Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("other had migrated and was embedded in her uterus"), pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy") in a 40-year-old female patient (gravida 4, para 4) who had essure (batch no. 901327) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted" and device ineffective "device ineffective". The patient's past medical history included parity 4 (B)(6) 2016, (B)(6) 2012,1996 and 1997) and multigravida. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issue") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (removal of one essure device and fallopian tube) and surgery (c section). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pregnancy with contraceptive device, menstrual disorder and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered embedded device, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: reporter, historical conditions, essure removal date (B)(6) 2016, essure lot number 901327 and events (pregnancy (with complications), vaginal discharge, high risk pregnancy with c-section) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("other had migrated and was embedded in her uterus"), the first episode of device expulsion ("other had migrated and was embedded in her uterus"), pelvic pain ("mild to severe constant pelvic pain"), the second episode of device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy / post-implant high risk pregnancy") and caesarean section ("c-section") in a 40-year-old female patient (gravida 4, para 4) who had essure (batch no. 901327) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included parity 4 ((B)(6) 2016, (B)(6) 2012,1996 and 1997) and multigravida. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding, menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issue") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal and tubal ligation). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, pelvic pain, the last episode of device expulsion, caesarean section, menstrual disorder, vaginal discharge, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered caesarean section, embedded device, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: essure device introduced into the right ostia but not released appropriately and disappeared into ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("other had migrated and was embedded in her uterus"), the first episode of device expulsion ("other had migrated and was embedded in her uterus"), pelvic pain ("severe pelvic pain"), the second episode of device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy") and caesarean section ("c-section") in a 40-year-old female patient (gravida 4, para 4) who had essure (batch no. 901327) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included parity 4 (17mar2016, 27sep2012,1996 and 1997) and multigravida. In november 2012, the patient had essure inserted. In november 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issue") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, the last episode of device expulsion, pregnancy with contraceptive device, caesarean section, menstrual disorder and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered caesarean section, embedded device, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: essure device introduced into the right ostia but not released appropriately and disappeared into ostia. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. On 1-mar-2018: correction need arises from routine quality monitoring. Events migration of essure device location of device: uterus and c-section added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("other had migrated and was embedded in her uterus"), the first episode of device expulsion ("other had migrated and was embedded in her uterus"), pelvic pain ("mild to severe constant pelvic pain"), the second episode of device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy / post-implant high risk pregnancy") and caesarean section ("c-section") in a 40-year-old female patient (gravida 4, para 4) who had essure (batch no. 901327) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included parity 4 (17mar2016, 27sep2012,1996 and 1997) and multigravida. In november 2012, the patient had essure inserted. In january 2013, the patient experienced menorrhagia ("abnormal bleeding, menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In august 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In november 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issue") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal and tubal ligation). Essure was removed on 17-mar-2016. On 17-mar-2016, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, pelvic pain, the last episode of device expulsion, caesarean section, menstrual disorder, vaginal discharge, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered caesarean section, embedded device, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: essure device introduced into the right ostia but not released appropriately and disappeared into ostia. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs: new events added: menorrhagia, abnormal vaginal bleeding; tubal ligation (performed after pregnancy) added as treatment. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("other had migrated and was embedded in her uterus"), device expulsion ("other had migrated and was embedded in her uterus/migration of essure device location of device: uterus"), pelvic pain ("mild to severe constant pelvic pain"), pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy / post-implant high risk pregnancy") and pyelonephritis ("infection (bladder/ urinary tract/vaginal) type: pyelonephritis") in a 40-year-old female patient (gravida 4, para 4) who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included parity 4 (B)(6) 1995, (B)(6) 1997, (B)(6) 2012, and (B)(6) 2016) and multigravida. Previously administered products included for an unreported indication: depo-provera from 1997 to 2012. Past adverse reactions to the above products included contraception with depo-provera. Concomitant products included norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2013 for contraception, paracetamol (acetaminophen) for pelvic pain as well as gastrolith (concept), ibuprofen (advil) and iron. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding, menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pyelonephritis (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal and tubal ligation).essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, device expulsion, pyelonephritis, menstrual disorder, vaginal discharge, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, headache, migraine, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, pyelonephritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure device introduced into the right ostia but not released appropriately and disappeared into ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: uti, pyelonephritis, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight loss. Outcome of event pelvic pain were updated. Onset date of event pregnancy with contraceptive device, vaginal discharge, pelvic pain were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain. She was informed that only one of the coils could be removed as the other had migrated and was embedded in her uterus (embedded device). Plaintiff underwent one essure device and fallopian tube removal. Both embedded device and pelvic pain are anticipated in the reference safety information for essure. The exact time point and mechanism of embedment are not known, however considering the nature of event, a causal relationship with essure cannot be excluded. Pelvic pain could be alternatively explained by the embedded device. However, as pelvic pain may occur in patients after essure insertion, this event was considered related to essure. This case was regarded as incident as a surgical procedure was required. In addition, a non-serious event was reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('other had migrated and was embedded in her uterus'), device expulsion ('other had migrated and was embedded in her uterus/migration of essure device location of device: uterus'), pelvic pain ('mild to severe constant pelvic pain') and pyelonephritis ('infection (bladder/ urinary tract/vaginal) type: pyelonephritis') in a 40-year-old female patient who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included parity 4 ((B)(6) 1995, (B)(6) 1997, (B)(6) 2012, and (B)(6)2016) and multigravida. Previously administered products included for an unreported indication: depo-provera from 1997 to 2012. Past adverse reactions to the above products included contraception with depo-provera. Concomitant products included norethisterone from 26-oct-2012 to 21-feb-2013 for contraception, paracetamol (acetaminophen) for pelvic pain as well as dimeticone;sodium bicarbonate;tartaric acid (concept), ibuprofen (advil) and iron. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding, menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pyelonephritis (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy / post-implant high risk pregnancy") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"). The patient was treated with surgery (essure removal and tubal ligation). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, device expulsion, pyelonephritis, menstrual disorder, vaginal discharge, urinary tract infection, female sexual dysfunction, depression, anxiety, headache, migraine, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, pyelonephritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure device introduced into the right ostia but not released appropriately and disappeared into ostia. Discrepancy noted: date of insertion: (B)(6) 2013 (as per pif). Patient received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('other had migrated and was embedded in her uterus'), device expulsion ('other had migrated and was embedded in her uterus/migration of essure device location of device: uterus'), pelvic pain ('mild to severe constant pelvic pain') and pyelonephritis ('infection (bladder/ urinary tract/vaginal) type: pyelonephritis') in a 40-year-old female patient who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included parity 4 ((B)(6) 1995, (B)(6) 1997, (B)(6) 2012, and (B)(6) 2016) and multigravida. Previously administered products included for an unreported indication: depo-provera from 1997 to 2012. Past adverse reactions to the above products included contraception with depo-provera. Concomitant products included norethisterone from (B)(6) 2012 to (B)(6) 2013 for contraception, paracetamol (acetaminophen) for pelvic pain as well as dimeticone;sodium bicarbonate;tartaric acid (concept), ibuprofen (advil) and iron. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding, menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pyelonephritis (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications), high risk pregnancy / post-implant high risk pregnancy") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"). The patient was treated with surgery (essure removal and tubal ligation). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, device expulsion, pyelonephritis, menstrual disorder, vaginal discharge, urinary tract infection, female sexual dysfunction, depression, anxiety, headache, migraine, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2016. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, pyelonephritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure device introduced into the right ostia but not released appropriately and disappeared into ostia. Discrepancy noted: date of insertion: (B)(6) 2013 (as per pif). Patient received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, menorrhagia were updated as recovered. Rcc note added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("other had migrated and was embedded in her uterus") and pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In (B)(6) 2015, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual discomfort ("abnormal menstruation issue"). The patient was treated with surgery (removal of one essure device and fallopian tube). At the time of the report, the embedded device, pelvic pain and menstrual discomfort outcome was unknown. The reporter considered embedded device, pelvic pain and menstrual discomfort to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain. She was informed that only one of the coils could be removed as the other had migrated and was embedded in her uterus (embedded device). Plaintiff underwent one essure device and fallopian tube removal. Both embedded device and pelvic pain are anticipated in the reference safety information for essure. The exact time point and mechanism of embedment are not known, however considering the nature of event, a causal relationship with essure cannot be excluded. Pelvic pain could be alternatively explained by the embedded device. However, as pelvic pain may occur in patients after essure insertion, this event was considered related to essure. This case was regarded as incident as a surgical procedure was required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.